Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an "oblong red raised rash" all over her right shoulder blade. Nurses at the hospital where the patient was admitted were applying a lotion. During follow-up, a nurse reported that the rash was no longer red or raised and only appeared like dry skin.